Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Asr revision reported via sales rep, asr xl, left. Lt hip. Surgeon and surgery date for implantation of revised components are unknown. I was not at this procedure, one of our cover reps attended surgery. The only pre-operative information that was provided is that surgeon was planning to do a stage 1 prostalac cup and head change on a summit stem. I was only told that this was a summit stem/depuy cup and they planned to remove the cup and do a head change to match the liner. During surgery, I was told by the ortho team leader that they had a note indicating this was a "recalled depuy metal on metal cup" and I informed her that this may be an asr and asked them to use their retrieval protocol. The head/sleeve were removed. The scrub tech read the following numbers from the head: part # 2557826, lot # 7889890255. The cup was also removed and the surgical technician was unable to provide any product identification numbers from the retrieval. Dr (B)(6) describe the reason for revision to our cover rep as serious infection/metallosis. (B)(4) will not provide x-rays or additional information. (B)(4) has asked that depuy relay requests for additional information to (B)(4) legal. Contact info: (B)(4). Responding to the question below asking if anyone indicated that there was or may be deficiency with this product: they did indicate during surgery that this was a "recalled depuy metal on metal hip".